Event description:
It was initially reported that while implanted a new generator diagnostics indicated eos=yes. Electrocautery was use during the surgery but not while the generator was in the sterile field. A company representative was present at the surgery and did not witness any cautery being used near the generator and the generator was not placed in to the sterile field until after the cautery was removed. The generator was not implanted and a back-up generator was implanted instead. The new generator which was showing eos=yes was returned to the manufacturer for evaluation. An end-of-service warning message was verified in the product analysis lab and found to be associated with the output being disabled by the pulse generator. Once the output was re-enabled, results of electrical test results demonstrated that the pulse generator was operating within specification. Results of diagnostic testing indicated the device was operating properly. Electrical test results showed that the pulse generator performed according to functional specifications. The data in the diagaccumconsumed memory locations revealed that 2.841% of the battery had been consumed. Burn marks were also observed on the pulse generator can, which indicated that the pulse generator may have been exposed to an electro-cautery tool.

Manufacturer narrative:
End of service message seen upon interrogation of the pulse generator.